Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was overfilling the cartridge. Tandem technical support educated the customer that cartridge can only hold up to (B)(4) units (3.0 ml) of insulin as per user guide. Customer continued to use the existing cartridge. There was no adverse impact to the customer¿s blood glucose value.